Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge remained static at 105 units after the cartridge was loaded with 300 units of insulin. The customer's blood glucose was 164 (mg/dl). Although requested by tandem technical support, the customer declined troubleshooting for the reported issue.